Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis was not able to confirm or duplicate the alleged complaint, as the device would not run upon arrival. However, the motor and middle housing were found corroded. The device was repaired, tested, and passed all manufacturing specifications.

Event description:
It was reported that a visao 80k handpiece drill got "very hot... Within a minute" during setup. This is the only information provided and there was also no report of patient impact or injury as a result of this event.